Manufacturer narrative:
The pump passed prime alarm test, displacement test and basic occlusion test. The pump was unable to confirm e70 alarm due to overwritten history files. The pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The pump had cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, cracked case near lcd window corner and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for motor position encoder error and motor error. The customer's blood glucose level was reported to be 111.6mg/dl. It was reported that the pump would be replaced and returned for analysis.